Manufacturer narrative:
Event date: unknown. This report is for an unknown plate/unknown lot. Implant date: unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the revision surgery was conducted on (B)(6) 2014 due to the breakage of the implanted plate. New hardware was inserted for re-fixation after removal of the broken plate. This report is for an unknown plate. This is report 1 of 1 for (B)(6).